Event description:
It was reported that the hemostasis valve of the introducer sheath was leaking blood. The physician elected to continue using the device. Reportedly, the amount of blood loss was unknown. The patient was administered blood transfusion to replace the blood loss. The patient tolerated the procedure well.

Manufacturer narrative:
Based on the review of lot records/ work orders and prior reports, no issues with the lot were noted. Actual device was not returned hence no device evaluation was performed. The product labeling has been reviewed and confirmed that the reported event is adequately captured in the existing labeling. Because the device was not returned for analysis, a root cause could be determined. No conclusions could be drawn.

Manufacturer narrative:
Remains implanted in the patient.